Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics intraperitoneally (dose and frequency not reported) for the event. The patient was later discharged from the hospital. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested but is not available.